Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a ovarian cyst procedure, the duckbill valves dropped. Dropped valves were retrieved and there were no adverse consequences to the pt. Another device was used to complete the case.